Event description:
Boston scientific (bsc) received information that this pulse generator did reach end of life and was suspected for premature depletion for it had only been implanted for about three years. It was also noted that the right ventricular (rv) thresholds had been programmed high and the reason for that was not known at the time of this initial report. The bsc sales representative did not think the patient was pacemaker dependent and also did note that rv pacing was at 99%. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
The device was expected for explant in the near future. The bsc sales representative did not think the device would be returned by the hospital, as the device was planned for changeout to a non-bsc device. No further information is expected at this time.